Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 66 years old .without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and quality of 1.5-t MRI in patients with conventional and MRI-conditional cardiac implantable electronic devices after implementation of a standardized protocol. Ajr am j roentgenol. 2016; 207(3):599-604. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic device (cied) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were artifacts seen during the magnetic resonance imaging (MRI) examinations. There were also reports of patients having ¿heating and tingling at the pocket site,¿ and ¿palpitations.¿ these symptoms happened after the MRI was completed, with no exams stopped or delayed due to the patients¿ symptoms. There were also two patients who experienced ¿non-sustained, and likely unrelated cardiac arrhythmias.¿ the status/location of the device is unknown. Of note, the article indicated that "after the MRI, all devices were reassessed, and full functionality was restored without difficulty." Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. An initial 3500a medwatch report has been submitted for the other patient referenced in the article. Please see medwatch report number 2182208-2017-00346, which was submitted in a timely manner, for information. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information was provided. Referenced article: safety and quality of 1.5-t MRI in patients with conventional and MRI-conditional cardiac implantable electronic devices after implementation of a standardized protocol. Ajr am j roentgenol. 2016; 207(3):599-604.

Event description:
Additional information was obtained through follow up in which the author indicated that the patient did not report the symptoms "during the MRI," but after the MRI, the patient reported that they experienced symptoms during the MRI, but that the symptoms had resolved. There was one patient who experienced "brief pocket stimulation."there was no medical or surgical intervention needed. No additional symptoms or issues with this patient.